Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end assy with ccd module. In addition, we confirmed that the distal body worn out, the control body corroded, the remote control button disinfections damage, the electrical connector corroded, the lg cable connector fluid damage, the ground terminal corroded, the air/water socket deformed, the air/water socket leak, the shield cover corroded, and the objective lens unit cracked ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).